Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: one suture was received in partial to complete disintegrated condition. As the complaint sample was received in open condition, further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. Returned needle was inspected under magnification and found satisfactory. Five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects, but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, but no such defects were observed. The needles were inspected for any attribute defects, but no such defects were observed. The retain samples were tested for knot pull tensile strength and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related suture breakage, knot pull tensile strength test is an applicable and measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value and the value at release for the retain sample was found to meet the average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values were found to meet the specification requirements. Per the analysis, there were no issues related to processing of the lot. All the values are within the control limits.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. After opening the foil, the suture was found broken into small pieces. Upon evaluation of the returned sample, the foil pack showed a multitude of wrinkles over the whole foil along with several pinholes, and the suture had begun the disintegration process. There were no adverse patient consequences reported.